Event description:
It was reported that a 39-year-old caucasian female who underwent a breast augmentation primary with a 375cc mentor memorygel, silicone breast implant experienced left sided symptomatic rupture, granuloma, and right-sided silent rupture post procedure. Patient felt like it was folding on the edges on both and it higher up from the same year she had them put it. Patient was informed she had 2 lumps of silicone and there is one on the armpit area and one near the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on august 16, 2023 patient scheduled for bilateral removal on (B)(6) 2023. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 26, 2023 indicated that the patient underwent bilateral replacements with allergan natrelle inspira, on (B)(6) 2023. The MRI examination confirmed the issue. Manufacturer¿s reference number: (B)(4).